Event description:
It was reported that during implant attempt, the lobes would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. There was blood in/on the helix/lobe mechanism.